Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer¿s blood glucose (bg) level was displayed as 600 mg/dl to ¿high¿ with high ketones and vomiting. Patient was given fluids, and required assistance to administer a manual injection of insulin to address high bg. Multiple attempts were made by tandem technical support to follow-up with the customer; however, no response was received, and no additional information was able to be obtained. Reportedly, the customer continued to use the pump for insulin therapy.